Manufacturer narrative:
(B)(4). Device evaluation has been completed. The event was confirmed; the tapered tip had become detached from the delivery system. As the patient¿s morphology and films have not been provided, the root cause of the event could not be conclusively determined.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There were no abnormalities noticed during inspection prior to use of the device. The stent graft was deployed successfully. It was reported that during the removable of the delivery system, the nosecone and inner member of the delivery system completely detached from the inner metal connecting rod. The physician retracted the outer sheath and used to laparotomy to remove the nosecone of the delivery system. The surgery was completed successfully. It was observed that the outer sheath of the delivery system was severely kinked. The physician stated that the reason for the event was related to the product. No patient injury reported. No additional clinical sequelae were reported.